Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during npwt, a pico 7 10cmx40cm system was unable to make proper seal. No significant delay in treatment due to this malfunction was reported; nevertheless, treatment was concluded with a competitors dressing. Neither patient injury nor other complications were reported.